Event description:
It was reported that during a percutaneous coronary stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous proximal right coronary artery (rca). The 3.5 x 28mm promus element mr stent delivery system was advanced over the unspecified guide wire and it was noted to have stent damage, when it was proximal to the y connector outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous proximal right coronary artery (rca). The 3.5 x 28mm promus element mr stent delivery system was advanced over the unspecified guide wire and it was noted to have stent damage, when it was proximal to the y connector outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination identified proximal stent damage. The struts on the third row in from the proximal end of the stent was bunched up and the stent had moved forward distally on the balloon by 4mm. This type of damage may have occurred as the device was being advanced through the guide wire. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon and the tip of the device was visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A visual and microscopic examination found that the hypotube had kinked approximately at 490mm distal from the catheter's strain relief. Several smaller kinks were noticed along the shaft of the device. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).